Manufacturer narrative:
The lead was returned without a reported event. As received, a complete lead was returned for analysis. Visual analysis noted an internal insulation abrasion breaching the ring electrode cable lumen at 70.6cm ¿ 71.2cm from the connector pin with no damaged noted to the ethylene tetrafluoroethylene (etfe) cable coating at the s-curve region. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any additional anomalies.

Event description:
This report is to advise of an event observed during analysis.